Event description:
During a demonstration of the product at a customer site, a patient specimen was typed as ab positive by tube test method. When tested with a/b/d/reverse gel card there was no reactivity with the anti-a reagent. The reverse typing with tube test and gel card was ab. There was no report of harm as a result of this event.